Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/12/2018. (B)(4). Philip's service engineer (se) inspected the device and replaced the turbine. The ventilator passed all testing and was returned to use.

Event description:
It was reported that the ventilator generated an error code that the internal temperature was high at motor controller (mc) printed circuit board assembly. There was no patient involvement. The event date was not specified; estimate used.